Manufacturer narrative:
Visual inspection: - no significant deformations or damage of the valve were detected. Permeability test, adjustability, brake functionality and braking force: -the m. Blue valve operates as expected and met all specifications. Finally, we have dismantled the valve. - inside the valve we have found visible build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability and blockage. At the time of our investigation, the m. Blue was able to be adjusted to all specified settings and permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. No further regulatory action is required. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
" It was reported that there was a problem with an m. Blue valve. The valve could no longer be adjusted from the body. Intra-operatively the flow of cerebrospinal fluid was significantly increased." Height: 84 cm. Implantation: (B)(6) 2019. Removal: (B)(6) 2020. Subsequent notification because the registration of the m.blue in us.